Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of the issue was determined to be a false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 04:54:51. During night drain cycle one, the patient's ultrafiltration reading was 1575ml, indicating the home patient drained 1575ml more than their maximum programmed fill volume of 2300ml. No further information is available.